Event description:
It was reported that during patient treatment, the ventilator was not delivering breaths to the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: 269514.

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was not possible to duplicate the reported event of ventilator not delivering breaths. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The event log shows that the clinical alarms volume delivery restricted and expiratory minute volume low have been generated, as an indication of difficulties with ventilating the patient. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms are related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. The ventilator was thereafter set to standby and shut down by the user. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator.